Event description:
During a low anterior resection procedure, the staples did not fire completely. The surgeon applied suture to sew the rectum stump. No patient injury was reported.

Manufacturer narrative:
8/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.